Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. One actual unit was received for evaluation. The unit contained approximately 30 ml of fluid in the reservoir. Visual inspection showed no signs of blockage or physical abnormality that could have caused the reported issue. A functional test was performed by removing the luer cap from the unit¿s distal luer. As a result, evidence of flow was visually observed at the distal luer of the unit. Based on the evaluation finding, the unit met product specification. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a half day infusor would not flow. This occurred during priming. The device had been filled with 2250mg desferrioxamine in 34ml sodium chloride. The reporter stated that the patient attached the device to a thalaset needle, and no flow was detected. The patient was not connected at the time of the event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from december 6, 2013 to december 9, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.